Event description:
It was reported that foley catheter was difficult to deflate when it was removed from the patient. The balloon was aspirated by syringe manually and the balloon was partially deflated and removed.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing silicone foley sample port connector and inlet tubing. Visual inspection of the sample noted three-way temp sensing foley inflated the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon was allowed to rest for 30 minutes. With syringe attach the balloon was unable to completely delate passively within 4 minutes 55 second. The balloon was dissected to find the inflation notch was not completely perforated. The notch measuring (0.013"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required because labeling could not have prevented this issue. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was difficult to deflate when it was removed from the patient. The balloon was aspirated by syringe manually and the balloon was partially deflated and removed.